Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] instrument channel: klebsiella agerogenes (>1000cfu) [second time; (B)(6), 2021] instrument channel: candida albicans (113cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, stealco ew2, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being supplemented to correct the date that "date received by manufacturer" in the initial report submitted on june 10th, 2021 should be may 7th, 2021, and not may 20th, 2021 as previously reported. Also this supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. Air/water channel: unspecified microbes (2 cfu/channel). Distal end: unspecified microbes. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found the following. The bending section rubber was leaky. The insertion tube was deformed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the relationship between the reported event and the subject device could not be determined based upon the information from the user and (B)(4), the exact cause of the reported phenomenon could not be conclusively determined, if additional information is received, this report will be supplemented.